Event description:
It was reported that the patient presented in emergency room with a large hematoma. The hematoma was evacuated, and the patient was given a blood transfusion. The pacemaker and the right ventricular lead were explanted and replaced with a leadless pacemaker system. Patient condition was stable.